Event description:
Medtronic received information of a phrenic nerve injury that occurred during ablation of the right superior pulmonary vein (rspv). This occurred approximately 150 seconds into ablation and the ablation was stopped. Pulmonary vein isolation was confirmed and the case was completed. After the procedure, pacing of the phrenic nerve was non-reactive and the patient was monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction. Bin files were reviewed and did not show any system notices for the date of event. Bin files showed that at least 10 injections were performed with the catheter.